Event description:
It was reported that this right ventricular lead was explanted due to dislodgement. The lead found to be dislodged after implant three years ago, increasing the need for atrial fibrillation monitoring. Therefore, the physician decided to replace this lead. No additional adverse patient effects were reported.